Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00050 on 11-feb-2025. Additional information (08-may-2025): the customer did not provide the methodology used at the alternate facility on non-siemens instrument. There will be 10 g/l variation in results due to the difference in methodology. The variation between the albumin bcp (albp) result on the atellica ci analyzer and that of the non-siemens instrument could be due to a difference in methodology. Siemens evaluated the event and determined that there was no problem with the pre-dilution of the sample. There were no flags on any result of the affected sample. There was no indication of an instrument malfunction, poor sample quality or an assay issue. The cause of the erroneous albp, calcium-2 (ca-2) and corrected calcium results is inconclusive. The investigation findings and investigation conclusions codes in h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneous albumin bcp (albp), calcium_2 (ca_2) and corrected calcium results were obtained on a patient sample on an atellica ci 1900 analyzer. Quality control (qc) recovered within acceptable ranges when erroneous results were obtained. Siemens is evaluating the event.

Event description:
The customer reported that erroneous albumin bcp (albp), calcium_2 (ca_2) and corrected calcium results were obtained on a patient sample on an atellica ci 1900 analyzer. The initial results were reported to the physician(s), who questioned the results. The sample was reprocessed on a non-siemens instrument for troubleshooting purposes. The repeat results matched the patient's clinical examination and the previous results. The correct results for this sample are unknown. There is no known reports of patient intervention or adverse health consequences due to this event.